Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
During a procedure, the surgeon used a drill bit to drill a pilot hole for a bone screw. The company sales representative notified the surgeon prior to drilling that the working length of the drill bit was too short for the length of the screw. The surgeon stated he thought the screw would initiate with the lingual cortex of the mandible and proceeded to use the drill bit. During the insertion of the screw, the screw broke. The broken piece was retrieved and the surgery was completed successfully.